Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered an inappropriate shock due to t-wave oversensing. The shock resulted in acceleration of the patient's arrhythmia. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.